Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was verified. During investigation the pump was inspected, and testing performed, and the pump failed delivery accuracy. Further investigation of the pump determined that the rear housing was defective and the root cause of the issue. Therefore, the rear housing will be replaced. The problem source of the reported problem is unknown.

Manufacturer narrative:
Additional contact provided: (B)(6). The medwatch form was submitted by (B)(6) with the patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd ms3 pump malfunctioned. The patient reported that the pump was running too fast and ran out of medication 8 hours sooner than it was supposed to. The rate and volume placed in the cartridge were confirmed to be correct. The pump rate was 0.05ml/hr. The issue occurred while the pump was in patient use . The patient reported a headache that resolved. The patient had a backup pump and the infusion was life sustaining.